Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he had a blood glucose reading of 30 mg/dl all weekend. Customer disconnected from the pump on sunday and switched to lantus insulin. Customer's blood glucose is now really high. Customer has not had strips since yesterday. Customer's blood glucose was over 237 mg/dl. Customer drank pop and sugar to treat. Customer stated that the most recent set change has been in about 2-3 weeks. Customer was assisted with correcting the time and date. Customer had no delivery alarms, low reservoir alarms, and low battery alarms in the alarm history. Customer had no idea about the boluses in the bolus history. Customer stated that the pump was exposed to an MRI. Customer had an MRI but had removed the pump. The customer performed the displacement test and the pump passed. Customer was advised to monitor the pump.